Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency procedure, using a glidescope titanium mac s4, once the disposable mac blade was placed in the patient's mouth, the screen went blank. A delay of approximately one minute occurred as a different mac blade was obtained. No harm to the patient or user was reported.